Manufacturer narrative:
The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a power miss during an intraoperative aberrometry guided cataract surgery. The doctor reported good measurements were taken and those measurements were used to implant the intraocular lens (iol). Additional measurements were taken following lens implant showing that a different iol should be implanted, lens was exchange the same day during the case.